Event description:
Healthcare professional reported approximately 2 days after injection with juvederm voluma xc in the "cheeks" patient developed "redness and itching" on the right cheek. Patient was prescribed oral and topical benadryl. Symptoms resolved 12 days after date of injection.

Manufacturer narrative:
(B)(4). The event of "redness and itching" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.